Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump unexpectedly shutdown. The pump was connected to a power source and was able to be turned on. The customer's blood glucose level was 127 mg/dl. Reportedly, the customer reloaded a cartridge onto the pump and resumed insulin delivery.